Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device will be returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp via internal jugular vein in the right chest wall. During the procedure, the surgeon encountered poor blood return and discovered granular obstructions within the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows unsealed packaging tray with different components. Needle was noted to be attached with syringe, port, catheter, guidewire hoop, sheath, tunneler, non coring needle, flushing hub with catheter and vein pick was noted. Outside the tray surgical scissors, needle and a surgical tray was noted. No visible anomalies were noted. The investigation is inconclusive for the reported suction issue and obstruction of flow issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp via internal jugular vein in the right chest wall. During the procedure, the surgeon encountered poor blood return and discovered granular obstructions within the catheter. There was no reported patient injury